Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 650 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the ER. The customer was treated with lantus and novolog insulin injections and was released from the ER 8-12 hours later with no permanent damage. Reportedly, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer reverted to manual injections for insulin therapy. Customer declined to further troubleshoot with tandem technical support.